Event description:
Staff were stocking their rooms and noted that a box of gauze sponges was sealed, but completely empty. There should be ten sponges in the box. This one had none. No patients were involved in this event and no harm occurred. No other boxes of sponges had this issue. The manufacturer has been contacted and we are awaiting their response.====================== manufacturer response for gauze sponges, accu-sorb gauze sponge 4x4, 16 ply (per site reporter)======================we are awaiting the manufacturer's response.